Manufacturer narrative:
Other relevant components include: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving marcaine (bupivacaine) 26mg/ml for a total dose of 4.318mg/day, prialt 1.96mcg/ml for a total dose of 0.8166mcg/day, and unknown morphine 8mg/ml for a total dose of 2.3030mg/day via an implantable pump for non-malignant pain, failed back surgery syndrome and arachnoiditis. It was reported patient's previous pain pump was defective and had it replaced. It was stated that what the patient noticed about 6 months before pump was replaced was that they were not getting the pain relief where they needed it, and the level of pain control had dropped to about half of what they were experiencing. The patient stated that the healthcare professional (hcp) performed a special fluoroscopy test, which indicated that the medication was not getting to the end of the catheter. The patient does not recall being told that any leaks were found. It was noted to follow up with surgeon if more information is needed. The patient was not aware of what happened to the device after it was replaced. It was noted that the pump was replaced and that resolved the issue. No symptoms were reported. Event date was asked, but unknown as it had been going on for a while and so would probably say may be 6 months prior to the pump replacement on (B)(6) 2016. No further complications were reported/anticipated.